Event description:
Caller reported false negative myoglobin results. Pt died. Unable to determine cause of death; due to medical code of ethics, customer would not specify.

Manufacturer narrative:
Investigation pending.